Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. The customer was instructed to use tandem-provided charging supplies and continued to use the pump with no further issues. The customer's blood glucose was 122mg/dl.